Event description:
It has been reported to us that the aspiration catheter came in contact with the occlusion balloon and resulted in deflation and loss of occlusion. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted an aspiration catheter and advanced it forward. The tip of the aspiration catheter came in contact with the occlusion balloon material and the occlusion balloon deflated. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.